Manufacturer narrative:
All available information was investigated, and the reported break was not confirmed via device analysis. The reported unintended movement (clip open - efaa), the reported difficult to open or close (clip open - difficult), the reported entrapment of device (clip caught on chordae), the reported difficult or delayed positioning (leaflet grasping), and the reported image resolution poor, could not be replicated in a testing environment. Additionally, the clip arms and grippers were missing, the actuator mandrel was bent, the actuator coupler was scratched, the l-lock tabs were broken, the lock line was wrapped around the actuator coupler, the lock line was frayed, the harness was deformed, and the actuator mandrel was corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (clip open - efaa) associated with the clip failing efaa, and the reported difficult to open or close (clip open - difficult) associated with the inability to invert the clip, and the reported difficult or delayed positioning (leaflet grasping) associated with the inability to grasp the leaflets, appear to be due to procedural circumstances (clip entangled in chordae). The reported entrapment of device (clip caught on chordae) associated with the clip entangling with chordae appears to be due to procedural circumstances (clip attempted to be implanted near commissure in conjunction with difficult visualization). The reported image resolution poor was associated with difficult visualization due to echocardiologist inexperience. The reported break associated with the shaft break appears to be due to user perception of the clip arms and grippers disconnecting from the rest of the clip. The reported foreign body in patient associated with the clip arms and grippers being left in chordae, the observed component missing associated with the missing clip arms, and the observed component missing associated with the missing grippers, were due to the clip coming apart in anatomy. The clip coming apart in anatomy, the observed material twisted / bent associated with the bent actuator mandrel, the observed scratched material associated with the scratched actuator coupler, the observed break associated with the l-lock tab break, the observed product quality problem (irregular appearance) associated with the lock line wrapped around the coupler, the observed material frayed associated with the frayed lock line, and the observed deformation due to compressive stress associated with the deformed harness, were due to the repeatedly rough troubleshooting movements in attempt to remove the clip from chordae. The cause of the reported mitral valve insufficiency/ regurgitation (worsening mr) associated with the mr increasing to 3-4 could not be determined. The observed corroded associated with the actuator mandrel corrosion was due to circumstances during device shipping/ storage. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Cine review: three (3) fluoroscopic still images and fourteen (14) echocardiographic videos were provided: echocardiographic videos ¿ four (4) videos ("img_0407" to "img_0410") appear to have been taken prior to to use of the first cds (no reported issue) as there is no device in view. ¿ seven (7) videos ("img_0411" to "img_0417") were taken during active use of the reported cds. In the videos, the clip appears to be subvalvular and attempting to grasp the leaflets. The clip is attached to the delivery catheter (dc) indiacting the videos were taken pre-deployment of the second cds (reported device). The imaging quality is low and a more granular assessment of the clip components and potential interaction with the anatomy cannot be conducted. ¿ three (3) videos ("img_0418" to "img_0420") were taken post deployment of the second clip (reported device). "Img_0418" and "img_0420" show an lvot view (right) with x-plane simulating an intercommissural view (left). In the videos, the first implanted clip (no reported issue) can be seen centrally on the valve. The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will only show one clip at a time (front facing view of clip, perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. Presumably, the lvot views capture the second implanted clip (reported device). In these videos, the clip arms appear to be at an angle > 180° which aligns with the reported incident details that the "clip remained in the anatomy at 190 degrees". The clip appears to be stable in the deployed location. Fluoroscopic images: all three (3) fluoro still images show the reported device in a similar state. The clip arms are inverted and are detached from the connector component, indicating that the hinge pins have disengaged from the connector holes. There is apparent "splaying" of the clip arms at the hinge pin location which is indicative of excessive force applied to the clip arms. Furthermore, the connector is detached from the dc l-lock shaft. The coupler of the internal actuator assembly can be seen exiting the connector. See figure 1 which labels the relevant components in a fluoroscopic still image provided. The clip arms are connected to the connector component via two hinge pins that are located on eithe side at the crux of the arms. As indicated in figure 1, there is apparent "splaying" of the clip arms at the location of the hinge pins. This type of damage occurs when excessive force is applied to the clip arms, causing the crux of the arms to "splay" outward, effectively pulling the hinge pins out from the connector. Based on the reported incident details, the "splaying" was likely due to the clip becoming caught in the chords and subsequently maneuvers / troubleshooting attempts, which likely exerted excessive force at this junction. Subsequently, the hinge pins disengaged from the connector and the clip arms detached from the connector. This aligns with the reported incident details that "during the attempt to remove the clip, the shaft broke, and the clip was just connected to the system by the lock-line". At this point in the procedure, since deployment maneuvers have not been conducted, the clip remained attached to the cds via the internal actuator assembly. Contrary to the reported details that "the clip was just connected to the system by the lock-line", the clip remained attached to the coupler of the actuator assembly. The internal actuator assembly is comprised of two components that are welded together: 1.) Actuator mandrel component which is a long, thin wire that extends the length of the tcds and 2.) Coupler component which is welded to the actuator mandrel at the proximal end and threads onto the threaded stud of the clip distally. As the actuator knob had not yet been rotated to unthread the coupler from the threaded stud, the clip remained attached to the coupler when the observed issue occurred. However, as the hinge pins have been disengaged from the connector, the clip arms and coupler are able to extend distally as the user attempted to invert the clip during troubleshooting, as reported. This maneuver likely resulted in the coupler extending beyond the l-lock tines. During normal use, prior to deployment, the coupler is located in between the l-lock tines providing an outward force, pushing the tines into the connector windows of the clip; this creates a mechanical attachment between the clip and the dc. In the images provided, the connector is detached from the l-lock shaft and the coupler can be seen exiting the connector distally. With the coupler extended distally, the mandrel is now located in between the l-lock tines. The mandrel is a thinner component than the coupler which allows the l-lock tines to rest inwards to their natural state and disconnect from the connector windows, as shown in the fluoro images. These cascading issues ultimately result in difficulty actuating the clip. Lastly, as the internal actuator assembly remained intact, with no apparent damage, the user is able to fully unthread the coupler from the threaded stud of the clip to fully deploy the clip arms which aligns with the reported incident details. Based on the fluoroscopic images provided, the reported "break" and subsequent clip actuation issues can be confirmed and appear to be cascading effects from the primary reported issue of chordal entanglement. The gripper component does not appear to be present in the fluoroscopic images. The gripper is a single metal component that is specifically formed in the center to match the shape of the top of the connector, allowing the grippers to "sit" on top of the connector in the final assembly. The form fitting shape of the gripper component around the top of the connector provides structural support that holds the grippers in place. The clip arms are located around the top of the connector and seated portion of the gripper component, preventing the gripper component from migrating. In addition, at the top central portion of the connector and gripper components is a hole that allows the threaded stud and coupler pass through during use; as such, the threaded stud and coupler provide additional support, holding the gripper component in place. With the clip arms detached from the connector and the coupler unthreaded from the clip during deployment maneuvers, the gripper component does not have the normal structural support to prevent migration. In addition to the cine provided, three (3) non-cine photographs taken of the reported device after removal from the patient show the connector, coupler (exiting through the connector), lock line (looped through the harness) and l-lock shaft; the gripper component is not captured in these images. It is recommended that additional follow up be sent regarding the location of the grippers.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip caught in chordae and deployment difficulty, requiring surgical intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3 with a restricted posterior leaflet. The patient presented with a thickened anterior leaflet and flail. It was noted that the transseptal puncture was suboptimal. The first clip was implanted with no reported issue. Another clip was advanced to the mitral valve. Visualization of the clip was difficult. During positioning, the clip got caught in the lateral commissure and the lateral chordae. Troubleshooting to free the clip was performed, but the clip was not able to be removed. It was then decided to implant the clip to avoid damaging the valve. Difficulty grasping the leaflets was experienced but was successfully able to grasp the posterior leaflet. During establishing final arm angle (efaa), the lock mechanism was not working. The clip was not able to stay closed. Another attempt to remove the clip was performed, but the clip was unable to fully invert (the clip was at 190 degrees). During the attempt to remove the clip, the shaft broke, and the clip was just connected to the system by the lock line. When the implanter attempted to deploy the clip, the clip was entirely disconnected from the cds. The cds could be fully removed, but the clip remained in the anatomy at 190 degrees. The patient was then transferred to surgery for mitral valve replacement. No additional information was provided.